Event description:
Caller reported they accidentally delivered too much insulin by completing the fill tubing step while connected to the pump, which occurred yesterday during a cartridge change. Blood glucose level was not below 70 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer drank juice and ate to counteract the insulin intake, and they were advised to contact their healthcare provider for further assistance as no further action was required by technical support.